Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured prior to or during may of 1989 and was last repaired on 01/29/2014 for a non-related issue. For the current repair, the customer's reported event was not reproduced during testing. The customer did not return a ratchet or carriers for evaluation. Prior to repair, the test mesh passed and the device was within calibration specifications. Repair of the device included replacement of the roller, cutter and an updated ce mark. The customer's reported event was not reproduced during testing and, therefore, a cause is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that when the surgeon meshed the skin, the meshgraft ii complete did not mesh uniformly. It only meshed part of the skin. Additional clinical follow up with the customer indicated that the reported issue occurred during the surgery. The graft was partially meshed and the surgeon had to use a 15 blade to complete the meshing that was incomplete. There was a patient involvement associated with the reported issue. The graft was usable but it required additional cuts and an additional unplanned graft harvest was required from the patient. No alternate device was used.